Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging battery contact issue. The reporter stated that meter has battery corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.